Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A hip revision was performed in which the cocr 40mm head was removed and replaced by a biolox 28mm head and mdm components. The revision was due to metallosis, and visible tissue damage was present, along with corrosion on the head/trunnion.

Manufacturer narrative:
An event regarding revision due to altr and corrosion involving an unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: could not be performed as the lot details were not provided. Complaint history review: could not be performed as the lot details were not provided. Conclusions: the event could not be confirmed nor the root cause determined because insufficient medical information was provided. Further information such as device details, return of device, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
A hip revision was performed in which the cocr 40mm head was removed and replaced by a biolox 28mm head and mdm components. The revision was due to metallosis, and visible tissue damage was present, along with corrosion on the head/trunnion.